Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung biopsy open procedure, while being applied on the parenchyma, when the surgeon proceeded to fire the stapler, pressed green button and allowed handle to kick forward but squeezing the handle would not fire the stapler. They tried a different reload with the same result. Tried another handle, same result. Finally, the third handle worked. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.